Event description:
Stem cell product was crypreserved in two cryocyte containers; one of them broke. Pt received stem cells from the broken container and was given antibiotic rozefin prophylactically. No engraftment info is available.